Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va0lrz2. Implanted: (B)(6) 2015: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 12-jun-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had implantable neurostimulator (ins) replacement surgery due to normal battery depletion. Prior to surgery, surgeon was advised that patient's right ins was at eos but had high impedances on all combinations using contact 0. Once new device was implanted, impedance test displayed values of greater than 5,000 ohms on contact 0. Bipolar combinations involving contact 0 were greater than 9 ,000 ohms. Patient is using contacts 2 and 3 for therapeutic settings so no troubleshooting was performed by healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the high impedance was unknown, and no contributing factors were identified. The information was confirmed and provided by the physician.